Event description:
It is reported that the pt was revised due to the femoral implant loosening.

Manufacturer narrative:
Primary operative notes were returned which note that the pt's diagnosis was left hip arthritis and dysplasia. After the femoral component was inserted, and notes state that it obtained "excellent immediate press-fit stability." Revision operative notes were provided which note that radiographs had revealed a distal pedestal with some mild varus migration of the femoral component. A minimal amount of bony in-growth was noted on the femoral component after removal. Cause cannot be definitively determined. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.